Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, not provided; best estimate (B)(6) 2017 to (B)(6) 2018. If explanted, give date: not applicable, however, a lens explant is planned. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 23.0 diopter intraocular lens (iol) was implanted in the patient's left eye (os) on (B)(6) 2017. Reportedly, the patient's vision is not bad and at 20/25 for distance, 20/20 for intermediate, and j3 near. However, the patient has experienced disabling halos at night, negative dysphotopsia, and filmy vision. The patient has a medical history of dry eye, which is currently being treated. Resolutions such as lubrication and glasses to help with any mild residual refractive error were tired, but with no significant improvement. Therefore, the doctor may move towards exchanging the lens and the patient is believed to be ready for this procedure as of (B)(6) 2018. Reportedly, there was no reported patient injury. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's left eye. A separate report will be filed for the right eye.

Manufacturer narrative:
This supplemental report pertains to lens serial number, (B)(4): device available for evaluation? Yes. Returned to manufacturer on: 5/8/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in a little jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The initial emdr was submitted with an incorrect implant date . The correct implant date is (B)(6) 2017. This section has been updated and completed. If implanted; give date: (B)(6) 2017. Additional information: additional information received reported that the lens was explanted on (B)(6) 2018. Also, there was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a non-johnson and johnson lens. Reportedly, there was no patient injury and the patient is doing fine post-operatively. In addition, it was confirmed that there is no scheduled explant for the other eye as of now. No additional information was provided. If explanted; give date: (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.